Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor had attempted to use an arrow balloon wedge pressure catheter on a patient. He did insert it into the patient, it inflated partially, and however, it would not deflate. No complications to the patient were incurred. It possibly ruptured upon removal because it was deflated when it came out. When he re-attempted to re-inflate outside of the patient, it inflated partially but not fully. " there was no reported patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the balloon would not inflate in use is confirmed. Upon return, the inflation syringe was found connected to the injection extension line. The correct extension line to connect the inflation syringe is the inflation extension line. The returned device passed functional test specification. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. An in-service for the customer will be performed to reiterate the appropriate method for the correct usage of the inflation syringe.

Event description:
It was reported that "the doctor had attempted to use an arrow balloon wedge pressure catheter on a patient. He did insert it into the patient, it inflated partially, and however, it would not deflate. No complications to the patient were incurred. It possibly ruptured upon removal because it was deflated when it came out. When he re-attempted to re-inflate outside of the patient, it inflated partially but not fully. " there was no reported patient death, serious injury or complications.